Event description:
Boston scientific crm received information that six months post implant, while undergoing aortic valve replacement (avr), this right ventricular (rv) lead was found to have perforated the rv, and attached to the pericardium. The lead was pushed back into the rv, and the patient remains in intensive care unit awaiting a lead revision procedure.